Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) display is not working properly. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. The fse checked the machine & found linings are coming on display & sometimes display not coming & machine give continuous beep sound. Further checked & found the main board is suspected to be defective. So need main board for testing purpose. 29/11/2024: replaced the main board (d670-00-0788 ) of the machine & again checked & found now machine is working ok. Performed all tests. All tests passed. Equipment handover to customer in good working condition.